Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other armada device is filed under a separate medwatch report.

Event description:
It was reported that during device preparation, a 4.0 x 40 mm armada 18 dilatation catheter was prepared for use; however, during preparation air was noted in the hub of the dilatation catheter and the device was not used. A 5.0 x 40 mm armada 18 was then prepared for use; however, air was noted in the hub of this device, as well. Neither device was used and there was no patient involvement. No additional information regarding this issue was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported air noted in the hub. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found one additional event from this lot reported for leaking; however the device has not been returned for confirmation of the reported leak. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.